Event description:
It was reported by the customer that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a shorted and burned capacitor, designator c200.